Event description:
It was reported that a flogard infusion pump alarmed failure code 71 upon start up. There was no patient involvement and therefore there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Therefore the customer reported condition could not be confirmed and the root cause could not be identified.